Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device were unable to close. The procedure was not completed due to the patient coughing. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (won't close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device were unable to close. The procedure was not completed due to the patient coughing. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the unit was within specification. Additionally, the device riveting and welding was within design specification. Functionally, the jaws were able to opened and closed within specification. The condition of the returned incident device was not consistent with the complaint that the jaws would not close. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).